Event description:
Clinical Narrative:An Impella 5.5 was inserted via the right axillary artery graft site to support the 62 year old male patient who had been admitted in for a heart valve surgery and suffered from Post Cardiotomy Cardiogenic Shock with Low Cardiac Output Syndrome. The patient presented in Society for Cardiovascular Angiography and Interventions (SCAI) Stage E shock at pump insertion per documentation. Underlying medical history and comorbidities were not shared. The patient was supported additionally by Inotropes and Vasopressors.The pump was inserted and the patient exhibited hematuria on the day after implant. The urine was pink in color and the team discussed imaging with echo to evaluate pump position. At the time of reporting, it is unknown if this was done.On the third day of support the team added the primary support device of Extra Corporeal Membrane Oxygenation (ECMO). The 5.5 pump will act as a left ventricle vent for the ECMO.The pump support continued and the device was supporting as as expected, Performance P level 7 with 4.3L/min flow with D5W with sodium bicarbonate in the purge solution.On day 10 of the support the decision was made to withdraw care. The patient expired. The Impella is conservatively being reported for death; however the hematuria may not have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient, dependent on vasopressors and inotropes support, in post cardiotomy cardiogenic shock, and supported by multiple mechanical circulatory support devices, being the Impella and ECMO.Clinical Narrative UPDATE 2026-7-22:On day 10 of the support the decision was made to withdraw care, and the patient's outcome was death. The hematuria on day of implant was not causal to the patient's death after 10 days of support. The death was due to the clinical condition of a critically ill postoperative patient, dependent on multiple vasopressors and inotropes, in post cardiotomy cardiogenic shock, and supported by multiple mechanical circulatory support devices (MCS), being the Impella and ECMO. The two MCS devices were used in conjunction but, the patient still expired.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.